Event description:
Reference number: (B)(4). Event occured in the united states. On (B)(6) 2025, the patient experienced hyperglycemia, with blood glucose levels peaking at 361 mg/dl. This high glucose state persisted for approximately four hours. The mother admitted that they had inadvertently left the protective needle guard on the cannula, which prevented proper insulin delivery. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.